Manufacturer narrative:
(B)(4). (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "pain" "rupture"

Event description:
Healthcare professional reported left side rupture, ultrasound confirmed and pain. The device has been explanted. Healthcare professional reported treatment with "analgesics, massage."

Event description:
Healthcare professional reported left side rupture, ultrasound confirmed and pain. The device has been explanted. Healthcare professional reported treatment with "analgesics, massage."